Event description:
Penile implant was removed due to malfunction. Upon removal, the dr tested the implant and it appeared to function appropriately. The dr stated that he thinks the tubing was kinked which prevented the transfer of the fluid from the reservoir to the cylinders for the inflation process.